Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level (value not provided). Subsequently, the customer was hospitalized. Reportedly, per customer's healthcare provider, the customer delivered a bolus prior to increased activity. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the event; however, no response was received from the customer.